Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ yeast ID a patient isolate (trichosporon inkin) was misidentified as papiliotrema laurentii. The final result was verified using maldi. No health impact or consequence reported. Report 2 of 2.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of trichosporon inkin and cryptococcus gattii when using phoenix panel yeast ID (catalog number 448316) batch number 4213948. Customer returned phoenix generated lab reports were provided for the investigation. The lab reports show various identifications when using the complaint batch. It is to be noted that bd does not have claims for c. Gatti and only has claims for t. Inkin when using sab agar. To investigate, panels of the complaint batch and control panels from the same material but different batch were tested using in house isolate t. Inkin yst 1008 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ yeast ID a patient isolate (trichosporon inkin) was misidentified as papiliotrema laurentii. The final result was verified using maldi. No health impact or consequence reported. Report 2 of 2.